Manufacturer narrative:
Prior to placing a new lot into use, a leadcare ii analyzer should first be calibrated using a lot-specific calibration button. On (B)(6) 2018, the client site calibrated their leadcare ii analyzer to kit lot 1719m and performed appropriate external quality control testing. On may 31 2018, the customer reported that testing performed between (B)(6)was done with leadcare calibration lot number 1713m with sensors from lot 1719m. The customer was unsure when the analyzer had been recalibrated to a different lot number. Because analyzer calibration to a different kit lot number has the potential to cause erroneous results, including suppressed results, the client was instructed to consider the (B)(6) test results for 12 patients to be invalid and to redraw and retest the patients. The customer failed to follow the instructions in the leadcare ii user's manual section 2-1 which states: use only the button packaged with the kit you are using. Failure to use the correct calibration button with the test kit could cause inaccurate results. (B)(4).

Event description:
Prior to placing a new lot into use, a leadcare ii analyzer should first be calibrated using a lot-specific calibration button. On (B)(6) 2018, the client site calibrated their leadcare ii analyzer to kit lot 1719m and performed appropriate external quality control testing. On may 31 2018, the customer reported that testing performed between (B)(6) was done with leadcare calibration lot number 1713m with sensors from lot 1719m. The customer was unsure when the analyzer had been recalibrated to a different lot number. Because analyzer calibration to a different kit lot number has the potential to cause erroneous results, including suppressed results, the client was instructed to consider the (B)(6) test results for 12 patients to be invalid and to redraw and retest the patients.